Event description:
Reporter indicated that lead test at office visit on 01/2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. X-rays reviewed by surgeon did not reveal any deficiencies in the ncp system. Patient was scheduled for surgery in 2002. Two attempts have been made to obtain additional information (1 via certified u.s. Mail to physician, 1 via telephone conversation with physician's nurse) with no response to date.